Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2014 with the following findings: the pump powered on with the returned battery cap. The battery and cartridge caps were observed to be intact and able to fully tighten. The battery and cartridge compartments were observed to be intact with no damage.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that there was a hairline crack near the cartridge compartment of the pump and that the cap was slightly chipped. Reportedly, the cap was able to be secured to the compartment. The reported denied recent trauma to the pump and denied any power loss. The reporter stated that they could not recall when the cap was changed; the user guide recommends changing the battery cap every six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.